Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. The device serial number, diopter, and expiration date were not provided. Therefore, this information as well as the UDI number are unknown. The hospital indicated that the lens has already been destroyed. Type of investigation, findings, and conclusion are pending completion of product complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Broken haptic; damaged haptic before implantation. No patient involvement. Event occurred in (B)(6). There was no impact to the patient, but it was reported directly to the local authority by the hospital.

Event description:
Broken haptic; damaged haptic before implantation. No patient involvement. Event occurred in china. There was no impact to the patient, but it was reported directly to the local authority by the hospital.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes additional information not available/included in the initial report. Additional information: the product was not returned to the manufacturer, and the serial number was not provided. The investigation was conducted as noted below. Product was not returned, and appearance check was not performed. Insufficient information available. Trend analysis conducted; no problem detected risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.